Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b5: the reportable malfunction was the customer reported issue, loose scope socket led to no image and not the issue found during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. During the device evaluation, the defective image was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the procedure was an ear, nose, and throat examination. The procedure was finished with the subject device.

Event description:
The customer reported to olympus, the video system center had a loose scope socket that led to no image. The issue was found during reprocessing. There were no reports of patient harm. The device was returned to service where evaluation found the buckle inside the scope socket was deformed. This report is being submitted for the reportable function found at evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a loose scope socket which led to no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.